Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During removal of the trial insert, the insert removal tool broke. Update mar 30, 2016. Follow-up received from the sales rep indicates approximately one centimeter broke off one side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. Pra (preliminary risk assessment) 103215256 was held on 25 jan 2016 to evaluate the increased complaints involving the attune tibial trial extractor (product code 254500138). The review team determined that there was no increased patient risk. Based on a previous evaluation ((B)(4)) for a similar failure by depuy material science, the root cause is attributed to overload. Based on the root cause of overload and pra (preliminary risk assessment) 103215256 determination of no additional patient risk, corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.